Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high pacing thresholds and high, out-of-range pacing impedance measurements of 2,500 ohms. The lead was repositioned several times but the poor measurements could not be resolved and a new lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.